Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms on the left ventricular (lv) lead starting approximately two months ago. Boston scientific technical services (ts) noted that there were no recent episodes stored in the device logbook other than pacemaker-mediated tachycardia (pmt) episodes and there is no noise observed on the presenting electrogram. The lv threshold was noted to be normal with appropriately programmed pacing outputs. Ts indicated that the oldest follow-up transmission of device data from 2018 shows that the lv lead was programmed to the same vector as it is currently. Ts suggested to the healthcare provider (hcp) to bring the patient in for testing and possible lv lead vector reprogramming. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms on the left ventricular (lv) lead starting approximately two months ago. Boston scientific technical services (ts) noted that there were no recent episodes stored in the device logbook other than pacemaker-mediated tachycardia (pmt) episodes and there is no noise observed on the presenting electrogram. The lv threshold was noted to be normal with appropriately programmed pacing outputs. Ts indicated that the oldest follow-up transmission of device data from 2018 shows that the lv lead was programmed to the same vector as it is currently. Ts suggested to the healthcare provider (hcp) to bring the patient in for testing and possible lv lead vector reprogramming. The products remain in-service. No patient symptoms or adverse patient effects were reported.